Manufacturer narrative:
Since the accessories were not kept by the site and the lot # of the involved accessory is unknown, no investigation is possible at this time. Further investigation is ongoing and a follow up will be provided upon receipt of additional information. Accessory discarded.

Event description:
Received the following information from the field about a sheath sliding difficulty encountered during the attempt to implant a perceval plus aortic heart valve size l, pvf-l. Ultimately, it was decided to switch from size l to size m because the surgeon thought it was an oversizing. Based on the medical judgment received, no issues with the pvf-l valve was identified. The issue reportedly occurred with the accessory. The patient is fine.

Manufacturer narrative:
Since the accessories were not kept by the site and the lot # of the involved accessory is unknown, no investigation is possible at this time. Based on the information available, it is not clear whether the primary issue reported is a deployment difficulty or a mis-sizing of the perceval plus valve. Ultimately, no device malfunctions were identified in the pvf-l valve implanted and the physician did not consider the case a serious adverse event. Given that a potential device malfunction is reported (i.e. Deployment difficulty), although not further specified and with no patient adverse event, the event was notified in a conservative manner. Ultimately, since no further investigation on the accessories was possible, the root cause of the event remains unknown at this time. Should the manufacturer receive any further information in the future, a follow up report will be provided.

Event description:
Received the following information from the field about a sheath sliding difficulty encountered during the attempt to implant a perceval plus aortic heart valve size l, pvf-l. Ultimately, it was decided to switch from size l to size m because the surgeon thought it was an oversizing. Based on the medical judgment received, no issues with the pvf-l valve were identified. The issue reportedly occurred with the accessory. The patient is fine. As reported, the physician considers this case as an insignificant event and no further information will be provided.